Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the tip was sharp and broken.

Manufacturer narrative:
The reported event was confirmed, since the device was returned and matches the alleged failure mode. The device inspection revealed the following: a visual inspection of the instrument reveals an abrupt ductile fracture extending diagonally across the entire diameter of the trox driver head, accompanied by twisting deformation and necking of the remaining flutes of the torx head, along with circular striations on the shaft of the instrument. A functional inspection was neither deemed necessary nor possible, as missing parts and visual damage render the instrument non-functional, and a dimensional inspection could not be performed due to the absence of measurable features. However, during manufacturing, functionality and dimensional inspections were conducted according to specifications, and all devices met the required standards. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by abnormal usage of the device by the user causing twisting and deformation of the screwdriver head. Additionally, the circular grooves around the diameter, is a result of excessive usage of the device over the time involving multiple cleaning and sterilization cycles. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that the tip was sharp and broken.